Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navlock being used locked with a screwdriver inserted during a procedure. The representative reported that the instruments locked when placing a fourth screw in the anatomy. The representative reported that two screws were placed with the locked instrumentation without issue. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.